Event description:
On (B)(6) 2012, the patient underwent treatment for an abdominal aortic aneurysm with gore excluder aaa endoprostheses. The physician attempted to advance an iliac extender device outside the sheath, but could not get it into position. When withdrawing it back through the sheath, the stent-graft self-deployed in the external iliac artery (not covering the internal iliac), and the leading end of the catheter broke off at the trailing olive, remaining in the iliac artery. The broken catheter tip was snared and removed, then the physician was able to advance another device and successfully deploy it. The procedure concluded with no adverse consequences to the patient.

Manufacturer narrative:
The manufacturing records review verified that the lot met all pre-release specifications.